Manufacturer narrative:
Additional information received on february 28, 2023: block b5: incident narrative. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e0402 is being used to capture the reportable event of gel allergic reaction.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a placement procedure performed on (B)(6) 2023. After 1.5 hours of the spaceoar placement procedure, the patient experienced an allergic reaction. The patient developed generalized erythema, redness, and itching. The patient was treated with bosmin and steroids. In the physician's assessment, it is unclear whether the anesthesia or polyethylene glycol from the spaceoar device should be considered as the cause of the allergic reaction and the patient's symptoms. It was also reported that the medical staff will continue to monitor the patient's progress. However, boston scientific has been unable to obtain additional details, despite good faith efforts (gfes). **additional information received on february 28, 2023** it was reported that the patient was under lumbar anesthesia during the spaceoar placement procedure. Additionally, fiducial markers were placed transperineally. The patient was reported to be stable.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a placement procedure performed on (B)(6) 2023. After 1.5 hours of the spaceoar placement procedure, the patient experienced an allergic reaction. The patient developed generalized erythema, redness, and itching. The patient was treated with bosmin and steroids. In the physician's assessment, it is unclear whether the anesthesia or polyethylene glycol from the spaceoar device should be considered as the cause of the allergic reaction and the patient's symptoms. It was also reported that the medical staff will continue to monitor the patient's progress. However, boston scientific has been unable to obtain additional details, despite good faith efforts (gfes).

Manufacturer narrative:
Model #: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Patient code e0402 is being used to capture the reportable event of gel allergic reaction.